Event description:
According to a report from (B)(4) received (B)(4) 2011 by arjohuntleigh's (B)(4), the following has happened (B)(4): "in connection with preparations for showering the patient, two personnel have moved the patient onto the shower trolley, when the personnel decide to change the shower plastic as it had become decontaminated with faecal. One side support is raised and on the other side stand two personnel. The patient falls to the floor with the upper body first." The patient sustained a wound to the face that required sutures. Consequences from the accident (translated from the report from (B)(4)): "wound in the face which is sutured. Examination of patient shows no bleedings or skeletal injuries. During the night the patient's general condition deteriorates. Wheezing and temperature raise. Doctor is contacted who prescribes medicament and home visit next day. At the home visit a letter of introduction for x-ray of the lungs is written. The patient is found dead in the bed before transportation to hospital for x-ray and further handling at the acute ward can take place." The arjohuntleigh - (B)(4) points out that the reports states the reason for this incident says to be "user error", and the death of the patient is not directly connected to the accident. Additionally in the report from (B)(4), no other information as regards the patient is available. No sex, no age, no weight. The shower trolley is kept and still on the nursing home.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjo hospital equipment (B)(4). Although the patient expired after the fall, the (B)(4) authorities state that it was not due to the incident. The (B)(4) received a signed report by the (B)(4) medical responsible nurse stating that it is her judgment that the incident had other consequences than the death. Due to this, arjohuntleigh is communicating the date of the death, but it is not considered to be an outcome attributed to the adverse event. The communication with the (B)(4) authorities has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.